Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was a suspected unknown quantity of screw loosening for patient ID (B)(6) at the s1 location. The 3 month post op x-ray image shows that s1 is stabilized and motion between l5 and s1 is observed. There is also apparent toggling of the graft from flexion to extension consistent with toggling of the s1 screws within the bone. At the l2-3 treated level, there appears to be little or motion. Overall, the construct appears to be acting like a 4-level fusion. This MDR is one of three for this complaint, two for unk screws and one for unk graft. This report is for one of the unk screws.no further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.